Event description:
Customer reported the output kv is higher than specifications. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined all out put measurements were within specifications. System operates as intended.